Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump depleted fully from 80% within two hours and subsequently shut off. When the customer connected the pump to a power source and turned the pump back on, the battery gauge displayed 5%. The customer's blood glucose (bg) level was impacted (347 mg/dl). Customer stated a manual injection would be administered to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.